Event description:
It was reported that during a meniscus repair surgery, a part of the set meniscus mender broke. It is unknown if it occurred inside or outside the patient. The procedure was successfully completed using a back-up device. It is unknown if there was a delay. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: "the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management found that the anticipated risk level is no longer adequate. A review of the customer provided image found two meniscal suture loops separated between the shaft and the hub. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation."